Manufacturer narrative:
A steris technician inspected unit and found the customer was using a system 1 tray and aspirator probe in their system 1e, specifically noting that the aspirator was cracked. The technician replaced the damaged aspirator probe with a system 1e aspirator probe and discarded the system 1 tray. The technician ran two processing cycles, verified the s40 container was empty and found the unit operational with no unusual odor present. The facility declined an offer to an in-service on the proper operation and accessories for the system 1e.

Event description:
The user facility technician reported a strong odor in the endoscopy work room where the system 1e is located. The employee went to the ER and was given two breathing treatments. The employee has returned to work with no further issues.